Manufacturer narrative:
(B)(4). (B)(6). The investigation is ongoing. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that bone cement powder was spilled out from sterile pack during surgery due to incomplete seal, it happened on a total knee revision case at hospital (B)(6) under (B)(6) on (B)(6) 2019. Refobacin bone cement r 1x40g (lot: a640dg2402; exp: 2019-09) was used to complete the procedure.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : d4, d10, e1, g4, h2, h3, h6, h7, h10. H7 - corrective action has been initiated for the reported issue. Complaint sample was evaluated and the reported event was confirmed. Evaluation of returned device found that the sealing was opened. Also, the pictures received analysis confirmed the reported event. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that bone cement powder was spilled out from sterile pack during surgery due to incomplete seal, it happened on a total knee revision case at hospital pulau pinang under ms. Joanne ngim hui-ling on(B)(6)2019 . Refobacin bone cement r 1x40g (lot:a640dg2402; exp: 2019-09) was used to complete the procedure.